Event description:
A hydrajagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (gender, age, weight unknown). According to the complaintant, approximately 2mm of the coating "bunched up" and the wire remained intact. There were no patient complications reported with this event.

Manufacturer narrative:
No device evaluation was performed as product was not returned. A device history record was performed, and no anomalies were noted relevant to this complaint.